Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimates were inaccurate with multiple cartridges. During troubleshooting with tandem technical support, the customer loaded a cartridge and received an accurate fill estimate. The customer's blood glucose level was reported 190 mg/dl.